Event description:
It was reported the customer was hospitalized on (B)(6) 2015 for diabetic ketoacidosis. It was found the customer was vomiting with shortness of breath prior to being hospitalized. The customer's blood glucose was 579 mg/dl at the time of admission. The customer was treated with an insulin drip and a manual injection. It was also found the customer had ketones from their high blood glucose. It was reported insulin did not exit form the insulin pump when the doctor examined the insulin pump. Troubleshooting found the insulin pump was working as designed. The customer also noted several air bubbles in their tubing. Customer was advised to change out their infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.